Manufacturer narrative:
A beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and indicated the valves were worn. The fse replaced the buffer valves and the reference valves to resolve the issue. The fse performed calibration with passing results. The fse verified the analyzer resumed normal operation. Section a2, a3, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining high patient results on ion selective electrode sodium, potassium and chloride involving au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.